Event description:
Patient reported having intralase lasik surgery performed on right eye to adjust vision for distance on (B)(6) 2021. Patient stated that immediately after procedure has incurred in pain, uncomfortable pressure and pain (like a ball point pen poking on eyeball but from inside poking out), poor vision (can¿t see near or distance), extreme dry eye, night halo blur, light sensitivity and headaches in right eye. Patient claims is painful to go outdoors in daylight. Patient had follow up appointment on (B)(6) 2021 with doctor and explained to him the symptoms. Doctor advised to do procedure again but patient declined. Patient reports that right eye experiences daily pain, blurred vision, pressure (like a ball point pen poking on eyeball but from inside poking out) symptoms are still present.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.